Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly due to a fluid loss. A surgical procedure was performed, during which it was noted that there was air in the pump and the outer sheath of the cylinders fractured. The existing device was removed and replaced. There were no patient complications reported.